Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracotomy on the lung tissue, the device had an incomplete staple line. They resected and re-stapled to fix the staple line. The stapler opened at the closure as if there was too much tissue in the jaw, they held a second attempt and it occurred the same. In the third attempt the jaw was closed with difficulty, but the staple line was incomplete. The surgeon reported that tissue was not thick. They replaced the stapler to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. A visual and photographic inspection of the returned product noted the anvil tip was detached. The loading unit was received fully applied with the interlock engaged. Visual inspection of the pushers noted one line was yellow in color and one line was white in color. It was noted the knife design was different in appearance. The single use loading unit (sulu) bottom blue cover was different than the rest of the loading unit. Functional testing was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of anvil tip disengaged that has no relationship to the reported condition. Replication of the reported condition may be due to rough handling of the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned two photos noted the loading unit was fully fired and the interlock was engaged. One half of the staple pushers were yellow in color and the other half of the staple pushers were white in color. Functional testing was precluded since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.